Manufacturer narrative:
On august 18, 2021, mentor became aware that the date of implant was (B)(6) 2019. Field d6a has been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5094170 that a female patient of unknown age and race underwent unspecified breast surgery with unknown size unknown gel implants on both sides at an unknown date and experienced generalized illness symptoms including pain in implant area, hot burning squeezing sensation. Swelling breast, red breast, fatigue, low tolerance for exercise, and lethargic. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.